Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading and patient related bruxism

Event description:
Implant fracture.